Event description:
Reporter noted metal fragments coming out of new phaco tips. Shiny, purple microscopic particles remain in incision line after flushing. No intervention and no patient complication.